Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 400 mg/dl at the time of incident and over 400 mg/dl at the time of morning. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer also reported that the insulin pump received no delivery alarm. Customer states the insulin exited. Troubleshooting was performed for no delivery alarm. The device will not be returned for analysis.